Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of an unspecified pain medication, at an unspecified rate that was less than 1 ml/hr, via a gemstar pump. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from the smallest button on the filter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. One sealed device was received and evaluated. The device passed testing. No leak of solution was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.